Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("severe pain in lower abdomen") and post procedural haemorrhage ("post operative bleeding after essure insertion lasted over a month") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had not had hormonal contraception within 10 years before essure insertion. Concurrent conditions included nickel sensitivity. In (B)(6) 2015, the patient started essure at an unspecified dose and frequency. In (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced rash ("severe rash"). In (B)(6) 2017, the patient experienced chronic fatigue syndrome ("chronic fatigue syndrome"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), infection ("chronic infection"), menometrorrhagia ("menses profuse and irregular") and malaise ("constant illness"). The patient was treated with cortisone, antihistamines and surgery (essure removal planned on (B)(6) 2017, this require removal of both ovaries and uterus). At the time of the report, the abdominal pain lower, infection, menometrorrhagia, rash, malaise and chronic fatigue syndrome outcome was unknown and the post procedural haemorrhage had resolved. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage, infection, menometrorrhagia, rash, malaise and chronic fatigue syndrome with essure. Company causality comment: this spontaneous non-medically confirmed report refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pain in lower abdomen and post operative bleeding after insertion lasted over a month. Surgical removal of essure was scheduled. Lower abdominal pain and post procedural hemorrhage, serious due to medical significance, are anticipated in the reference safety information of essure. After essure insertion, post procedural bleeding and pelvic or abdominal pain may occur. In this particular case, there was no information on the specific cause of bleeding and pain but, given the positive temporal relationship with essure implantation and the nature of the events, a causality cannot be excluded (related). Additional events, non-serious, were also reported, including profuse and irregular menses, rash, unspecified chronic infection, and chronic fatigue. The consumer had an allergy to nickel. This case was classified as incident because surgical device removal was planned. Further information and a product technical analysis are expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("severe pain in lower abdomen"), salpingitis ("chronic infection /infection could be seen in ultrasound examination in the area of uterine tubes"), post procedural haemorrhage ("post operative bleeding after essure insertion lasted over a month") and anaphylactic reaction ("anaphylaxis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had not had hormonal contraception within 10 years before essure insertion. Concurrent conditions included nickel sensitivity. In (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced rash ("severe rash"). In (B)(6) 2016, the patient experienced anaphylactic reaction (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced chronic fatigue syndrome ("chronic fatigue syndrome"). In (B)(6) 2017, the patient experienced the first episode of malaise ("sickness leave"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with fallopian tube enlargement, menometrorrhagia ("menses profuse and irregular"), the second episode of malaise ("constant illness"), hypersensitivity ("allergic symptoms"), pain ("pains") and menstrual disorder ("menstruation disorders"). The patient was treated with cortisone, antihistamines, antibiotics, epinephrine (epipen), surgery ((B)(6) 2017, uterine tubes and uterus were removed) and surgery ((B)(6) 2017, uterine tubes and uterus were removed). Essure was removed. At the time of the report, the abdominal pain lower, salpingitis, anaphylactic reaction, menometrorrhagia, the last episode of malaise, chronic fatigue syndrome, hypersensitivity, pain and menstrual disorder outcome was unknown, the post procedural haemorrhage had resolved and the rash was resolving. The reporter provided no causality assessment for abdominal pain lower, anaphylactic reaction, chronic fatigue syndrome, hypersensitivity, menometrorrhagia, menstrual disorder, pain, post procedural haemorrhage, rash, salpingitis, the first episode of malaise and the second episode of malaise with essure. Diagnostic results: ultrasound scan: edema /infection could be seen in ultrasound examination in the area of uterine tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-may-2017 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed 54 cases. Abdominal pain lower. The analysis in the global safety database revealed 346 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-may-2017: new events added: allergic symptoms, anaphylaxis, pains, menstruation disorders. Event chronic infection was updated. Company causality comment: this spontaneous non-medically confirmed report refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pain in lower abdomen, post operative bleeding after insertion lasted over a month, chronic infection /infection could be seen in ultrasound examination in the area of uterine tubes (seen as salpingitis) and anaphylaxis. She had her uterine tubes and uterus removed. Lower abdominal pain, post procedural hemorrhage and salpingitis are regarded as anticipated in the reference safety information of essure. Anaphylaxis is an unanticipated event. After essure insertion, post procedural bleeding and pelvic or abdominal pain may occur. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, there was no information on the specific cause of bleeding. The occurrence of salpingitis could be an alternative explanation for her pain. Considering the nature of the events, except for anaphylaxis, a causality cannot be excluded (related). With regards to the event anaphylaxis, considering its nature, a causal relationship with essure can be excluded. Additionally, non-serious events were reported. The consumer had an allergy to nickel. This case was classified as incident because surgical device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("severe pain in lower abdomen") and post procedural haemorrhage ("post operative bleeding after essure insertion lasted over a month") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had not had hormonal contraception within 10 years before essure insertion. Concurrent conditions included nickel sensitivity. In (B)(6) 2015, the patient started essure at an unspecified dose and frequency. In (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced rash ("severe rash"). In (B)(6) 2017, the patient experienced chronic fatigue syndrome ("chronic fatigue syndrome"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), infection ("chronic infection"), menometrorrhagia ("menses profuse and irregular") and malaise ("constant illness"). The patient was treated with cortisone, antihistamines and surgery (essure removal planned on (B)(6) 2017, this require removal of both ovaries and uterus). At the time of the report, the abdominal pain lower, infection, menometrorrhagia, rash, malaise and chronic fatigue syndrome outcome was unknown and the post procedural haemorrhage had resolved. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage, infection, menometrorrhagia, rash, malaise and chronic fatigue syndrome with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-apr-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed report refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pain in lower abdomen and post operative bleeding after insertion lasted over a month. Surgical removal of essure was scheduled. Lower abdominal pain and post procedural hemorrhage, serious due to medical significance, are anticipated in the reference safety information of essure. After essure insertion, post procedural bleeding and pelvic or abdominal pain may occur. In this particular case, there was no information on the specific cause of bleeding and pain but, given the positive temporal relationship with essure implantation and the nature of the events, a causality cannot be excluded (related). Additional events, non-serious, were also reported, including profuse and irregular menses, rash, unspecified chronic infection, and chronic fatigue. The consumer had an allergy to nickel. This case was classified as incident because surgical device removal was planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.